Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(4) 2011 due to pelvic organ prolapsed and stress urinary incontinence and meshes were implanted into the patient. It was reported the patient underwent previous anterior repair in 2008, no additional information provided at this time.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).